Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user swam with the ilet pump, after which the device became unresponsive and would not power on even after charging, consistent with a device malfunction and screen unresponsiveness. Symptoms included no alerts or alarms. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and arrangement for device replacement with instructions for data sync, shutdown, and return. Investigation of this case revealed a transient power and responsiveness failure of the pump that later resolved when the device powered back on, consistent with malfunction of the pump hardware and user exposure to water. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction potentially related to environmental exposure.